Manufacturer narrative:
Qn#(B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "as the provider was inserting the arrow art line, the wire bent and approximately- 1 5/11 inches of the catheter is remaining in the patient. Ir was consulted. Remainder of the hub was collected for evidence."

Manufacturer narrative:
Qn# (B)(4) the MDR report key/report number is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database: "as the provider was inserting the arrow art line, the wire bent and approximately- (B)(6) 2011 inches of the catheter is remaining in the patient. Ir was consulted. Remainder of the hub was collected for evidence."